Manufacturer narrative:
Evaluation results: inherent risk of procedure ¿ (myocardial infarction). Evaluation conclusions: inherent risk of procedure ¿ (myocardial infarction). (B)(4).

Event description:
During an index procedure, a patient had one resolute integrity drug-eluting stent implanted to the lad. The clinical events committee adjudicated that a target vessel mi occurred during the index procedure. Approximately one month post index procedure the patient underwent target lesion revascularization of the 1st diagonal due to angina. The patient was treated with ballooning. The clinical events committee adjudicated that an mi occurred on the day of the target lesion revascularization. The mi was adjudicated to be consistent with an arc mi. The patient recovered.